Event description:
It was reported that the surgeon was having difficulty inserting a micl13.2 implantable collamer lens and a haptic tore. No pt contact. Additional info was requested but none forthcoming. If a additional info is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic was torn off and missing, and there was a clear surgical residue on the lens.